Event description:
It was reported that the blood oxygen saturation monitoring was inaccurate. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer was advised that the nurse found that the blood oxygen saturation monitoring was inaccurate. After measuring with a finger clip blood oxygen meter, it was determined that there was an error in the result. It was determined that the blood oxygen probe malfunctioned. After the customer's equipment department replaced the blood oxygen probe, the equipment returned to normal. It is not clear whether the faulty component is a philips product and that information could not be confirmed. The efficia cm12 was function as expected, the faulty device was the blood oxygen probe. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).